Event description:
Related manufacturing ref: 3008452825-2021-00199, 3005334138-2021-00219, 3005334138-2021-00214. At the end of an atrial fibrillation ablation procedure, a tamponade occurred. Prior to removal of the device, tension dropped and an ultrasound was performed which revealed a tamponade on the left side. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.